Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. Customer complaint about a failed volume accuracy test could not be confirmed. Performed downstream occlusion (dso) sensor calibration. The software was updated and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump failed the volume test as the delivered volume was higher than expected (22.746 ml). The event occurred during testing. There was no patient involvement.